Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. However there was the possibility that the reported phenomenon was attributed to the inappropriate handling by the user such as forcibly insertion of the subject device with the bending section angulated. Olympus stated that the appropriate handling in the instruction manual of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the internal metal of bending section was protruding from the tear of the bending section rubber. There was no report of patient injury associated with this event.